Event description:
It was reported that during implantable pulse generator (ipg) follow up check, after placing the programmer head over the implanted ipg the programmer screen indicated red remarks in every programmable parameter except the pacing mode like interlogs. The physician decided to get magnet strip to verify the ipg functionality which was correctly pacing at 85 beats per minute (bpm). The physician powered on programmer again to interrogate the ipg and everything returned to normal and no interlog was indicated. The ipg was indicated as encountered power on reset (por). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.